Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01769 addresses the other device. It was reported to boston scientific corporation that two captiflex standard oval snares were used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the target polyp was very large. No cautery was observed when the first snare was looped around the polyp, and when the physician attempted to loop a smaller portion of tissue the snare became embedded in the polyp. The non-bsc cautery unit, active cord, and grounding pads were then replaced and a second scope was inserted into the patient's colon. The second snare was advanced to the lesion and a piece of the target polyp was successfully removed, but then the same issue with cautery occurred. When the physician tried to loosen the first snare, the second became embedded in the polyp as well; therefore a third captiflex standard oval snare was advanced to the site. This snare functioned properly and parts of the polyp were removed in a piecemeal fashion such that both embedded snares could be removed. However, it was determined that surgery was necessary to remove the remainder of the polyp and the procedure was aborted. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported that the patient was (B)(6) old and weighed around (B)(6). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation found that only the distal portion of the device was returned, which rendered electrical evaluation impossible. Therefore, the complaint that "no heat was being generated" could not be confirmed, and the most probable root cause of this failure could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01769 addresses the other device. It was reported to boston scientific corporation that two captiflex standard oval snares were used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the target polyp was very large. No cautery was observed when the first snare was looped around the polyp, and when the physician attempted to loop a smaller portion of tissue the snare became embedded in the polyp. The non-bsc cautery unit, active cord, and grounding pads were then replaced and a second scope was inserted into the patient's colon. The second snare was advanced to the lesion and a piece of the target polyp was successfully removed, but then the same issue with cautery occurred. When the physician tried to loosen the first snare, the second became embedded in the polyp as well; therefore a third captiflex standard oval snare was advanced to the site. This snare functioned properly and parts of the polyp were removed in a piecemeal fashion such that both embedded snares could be removed. However, it was determined that surgery was necessary to remove the remainder of the polyp and the procedure was aborted. The patient's condition at the conclusion of the procedure was reported to be fine.